Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges abductor muscle repair, elevated metal ions, loosening of the cup and stem. After review of medical records, patient was revised to address failed left total hip arthroplasty. Revision notes reported that the gluteus medius anterior portion was avulsed from the bone and there was a minimal amount of bone loss when the socket was removed. On (B)(6) 2011, it was stated that the patient continues to experience pain in the groin and thigh. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip).